Event description:
The hcp reported that the pt was experiencing "poor pan control and other symptoms including weakness in extremities since implant". The symptoms were noted following pump replacement. The device remains implanted. A follow-up report will be sent if additional info becomes available.